Event description:
It was reported the pt's case manager reported, the "paddle had slipped." The managing hcp wanted to perform surgery to revise the lead. An independent medical examiner had recommended that the device and leads be interrogated before surgery would take place. No symptoms or further outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)